Event description:
It was reported that when an asymptomatic patient presented in the operating room for a routine generator change-out, externalized conductors were observed. The lead remains implanted. The patient will continue to be monitored.